Manufacturer narrative:
Updated fields: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation,investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) reported that there was a small chip in the o-ring. The fse replaced the o-ring and the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during leak test not in rescue mode, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involvement.